Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump over delivered insulin. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined tandem technical support's offer to perform a pump system check.